Manufacturer narrative:
The customer indicated that qc was within specifications prior to and after the event. System check performed on 09/27/05 was within specifications. The sample was collected in bd plastic lithium heparin tube with gel separator and centrifuged at 3,500 rpm for ten (10) minutes at ambient temperature. The specimen was sampled from the primary tube. No additional information regarding the event was provided. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (acc tni) result from a single patient that was generated by the access 2 instrument. The customer indicated that the patient sample was tested in duplicate for accu tni; the results were 1.29ng/ml and 0.24ng/ml. The customer indicated that the patient original sample was tested in duplicate for accu tni on another instrument in their lab. The accu tni results obtained from another instrument were: 0.06ng/ml and 0.03ng/ml. No information was provided which result was reported out of the lab. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.